Manufacturer narrative:
At this time, the product has not been returned. (B)(4).

Event description:
It was reported that this pacemaker system and both right atrial and right ventricular apex leads were explanted due to pocket erosion. No additional adverse patient effects were reported.